Event description:
It was reported that during the use of the device for a non-clinical activity, the field service representative (fsr) found the battery charge indicator lit. The fsr disconnected the alternating current (a/c) power while the system was running to verify battery backup. The battery module's red battery level indicator immediately lit, and the monitor and roller pumps continued to run. There was no patient involvement.

Manufacturer narrative:
Additional information from the fsr to the customer: the fsr performed an a/c disconnect test on the system 8000 base in operating rooms 7 and 9, to verify the battery backup function. Since the centrifugal pumps each contain a backup battery of their own, they would continue running in the event of an a/c power failure. However, the cardioplegia (cpg) and other designated vent/sucker pumps would immediately shutdown and require hand cranking by the perfusionist (ccp). Additionally, the temperature, blood pressure, and cpg volume monitors would also immediately shutdown due to the dead batteries. I noted that the battery charging indicators were lit on both system 8000 bases, which would indicate that the batteries are receiving charging current. These batteries are supposed to be replaced every two years, and they were due for replacement in (B)(4) 2014. If they have not been replaced, they are incapable of storing a charge at this time, and should be replaced immediately. (B)(4) has been servicing these machines since (B)(4) 2013, and the fsr recommended to the customer that they notify them to replace the batteries as soon as possible. The manufacturer's fsr notified the chief perfusionist of the user facility regarding this issue.